Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible lead warning for variable thresholds and rising impedance. The lead remains in use. No patient complications have been reported as a result of this event.